Event description:
It was reported that the device went to eri prematurely, ventricular capture had increased and the outputs may have been programmed high.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
The reported rapid eri to end of service (eos) was confirmed in the laboratory. Testing on the bench and on the automated test equipment found no anomalies. The battery was sent to the vendor and no anomalies were found that would cause the premature depletion. The cause of the rapid eri to eos was not determined.